Event description:
The customer reported that there is fluid under the window display. The customer's blood glucose reading was 180 mg/dl. Troubleshooting was performed. The caller stated that he dropped the insulin pump in the toilet, and the device has a frozen display. The customer also could not clear the battery alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was tested with test keypad and no frozen display noted. Moisture damage found on lcd board. No moisture damage found on mother board, interface board or radio frequency board.